Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, she complained of pain one week prior to the visit and was unable to get up on the day of the visit. As for her activity, she said that since it had been only 3 months since the surgery, she could only walk around the house, and his main exercise was to get up. (She is not bedridden). Bha performed on july 7, found to be dislocation on october 12, and tha was replaced again on october 17. Japan (B)(4).